Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was not getting no delivery alarms and had physical damage that led to the pump getting glued and taped around the battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, broken battery tube threads, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).